Event description:
In 2006, the pt had a percutaneous coronary intervention done on the de novo left anterior descending (lad) lesion. It was a 100% lesion that was 20mm long with a vessel diameter of 2.75mm. The lesion was pre-dilated with a balloon at 8-10atms for 10 seconds. Then the physician implanted a 2.75 x 28mm cypher select in the lad and the procedure was completed successfully. After the procedure, the pt received traditional antiplatelet therapy. Three hours post procedure, the pt died. The physician thought that the reason for the pt's death was an acute thrombosis. There was no autopsy done. "Healthly tissue to healthy tissue" was covered and the residual percentage of stenosis post-procedure was 0. Timi flow grade pre-procedure was 0 and post-procedure was 3. The pt's medications pre and post procedure included aspirin, plavix and heparin (pre-procedure only).

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.